Manufacturer narrative:
Device was received with a blank display due to a missing battery tube spring. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify pump error 25 due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had an alarm was generated when a power system error was detected. Customer blood glucose value was 162 mg/dl at the time of the incident. The customer assisted with troubleshooting. The customer stated that they were able to successfully clear the alarm, customer states alarms went off and let it go dead, recharged and restated and still continued to do it. Customer was able to complete pump rewind. Customer states power error detected recurred within a week of troubleshooting previous occurrence. Customer states that notification light stopped flashing immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.